Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen for a scheduled battery replacement. Prior to the procedure, the device was unable to be interrogated, as the battery was fully depleted; patient's family noted that it has been about a year since the device was unable to be interrogated. During the surgery, after the replacement generator was placed, high impedance was observed. Troubleshooting for the high impedance involved interrogating the new generator with a test resistor. Since the impedance was normal with the new generator, it was concluded that the impedance issue was due to the lead. The surgeon discussed with the patient's family on considering a lead revision. The patient's family decided to postpone the lead revision; therefore only the generator was replaced, and the patients new device was left off. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.